Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st (device #3) used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #3). An additional emdr was submitted to represent the bard/davol kugel patch (device #1) and ventralex st (device #2).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 or (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1), or an unspecified bard/davol ventralex st (device #2) or an unspecified bard/davol ventrio st (device #3). On (B)(6) 2013 - the patient had unspecified injuries. On (B)(6) 2016 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the kugel patch (device #1), the ventralex st (device #2) and the ventrio st (device #3). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿